Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion. The physician elected to explant the ipg. The bipolar lead, model 4269, was also explanted at this time because of high pacing thresholds.